Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 465 mg/dl and was treated with a set change and bolus. The customer stated that the quick release was detaching from the tubing. It was reported that one of the detachments led to the high blood glucose. The customer reported that they do not feel okay for troubleshooting. The insulin pump was not dropped with the set connected to the body. The device will not be returned for analysis.